Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent mr was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat degenerative mitral regurgitation (mr) grade 4. A mitraclip xtw (lot: 21229r1036) was implanted successfully, reducing mr to grade 1. Approximately a month after the operation, a follow up echocardiogram was performed and recurrent mr was observed. There were no other symptoms present. At an unknown date in (B)(6) 2023 an additional echocardiogram confirmed recurrent mr moderate grade. No intervention is planned to be performed at this time. No additional information was provided.